Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis.additional text: conduit portion of both inflow and outflow cannulas.specific component(s) involved: other component malfunction, specify.additional text:other component: thrombus.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : integrillin.implant device type: lvad.